Event description:
As reported by the edwards clinical specialist, there was pulmonary regurgitation (pr) after the of a second 23mm sapien valve in a valve in valve fashion via transfemoral venous approach as part of the (B)(4) clinical study. During additional investigation of this event the operative report was received. Per report, the left femoral vein (lfv) and artery were accessed and right and left heart catheterization including 3-dimensional rotational angiography with rv overdrive pacing. It was decided that a valve could be implanted if a proper landing zone could be created in the distal conduit. The proximal conduit was noted to be too big for valve implantation and there was a very early take-off of a stenotic right pulmonary artery which was in the intended landing zone. The plan was to place a modified bifurcation butterfly-type stent, which would preserve the right pulmonary artery (pa) and create a landing zone for the valve. Angioplasty was performed on the proximal right pa first with a 16mm and ultimately with a 20mm angioplasty non-edwards' balloon. The waist in the right pa was easily eliminated and appeared to be quite a compliant stenosis. Conduit sizing was done with a 24 x 5 balloon and it was found that the narrowest area was between 20 and 22mm in diameter. An ev3 26 x 12mm stent was advanced into the right pa and a larger 18mm balloon was advanced into the left pa and the entire complex was inflated. The investigators were quite pleased with the result and noted a much better expanded landing zone with the stent flaring open into the right pa without evidence of jailing this. The 18fr sheath in the rfv was replaced with a 22fr sapien sheath. A 23mm sapien valve and retroflex3 (rf3) delivery system was prepped in normal fashion, advanced to the intended landed landing zone, and deployed the valve with 17ml of contrast. The investigator made the remark that it was exact where he wanted it and he was pleased that the deployment didn't require any crossing of the right pa. Post implant angio demonstrated marked pr which was confirmed by intracardiac echocardiogram (ice). The physician said the mechanism for the regurgitation was not clear but it seemed like a fault of coaptation of the leaflets. In a fluoroscopy "down-the- barrel" shot of the sapien, the valve looked perfectly symmetrical and round. It was decided to post dilate using a 22mm atlas which did not improve the regurgitation and possible may have worsened it. At this point the decision was made that it was prudent to place a second 23mm sapien valve in hope of restoring competence to the conduit. A second 23mm sapien was prepped and uneventfully deployed using a well described valve-in-valve technique. Following implantation, angio and ice demonstrated an even worsening regurgitation of this valve with what appeared to be a frozen leaflet. It was not obvious why this leaflet was frozen. The decision was made to post dilate with the rf3 balloon with 1cc of contrast added which resulted in no change in regurgitation. A variety of catheters including a pigtail were used to manipulate and possible free up the frozen leaflet but were unsuccessful in doing so. Finally, after much discussion it was decided that with the reduced diameter of the outflow tract caused by the two sapien implants, a melody valve would possibly work. The physician said that although this valve would be somewhat long, he felt the patient had very little options other than a high-risk surgical procedure. The 18mm melody valve was prepped and mounted on an ensemble nu10 delivery system. Due to the tortuosity of the patient's left femoral vein, this valve-in valve-in valve implant was done from a right jugular venous approach. Post implant angio and ice demonstrated no regurgitation. Post implant hemodynamics demonstrated no outflow tract obstruction. All catheters and sheaths were removed and hemostasis was achieved in normal fashion. The patient was extubated and sent to recovery in stable condition. Additional information noted from the op report notes that the physician does not have a good explanation for why the sapien valve did not perform in this position, but suspects that it has something to do with the patient's very unusual anatomy and chest wall deformity, rather than a product malfunction.

Manufacturer narrative:
Limited cine and echo (ice) images were provided to edwards for internal review. The following observations were made by the edwards medical director: cine demonstrates passage of ev3 stent via rv outflow tract however, the positioning and deployment of the stent is not available for review. Next cine demonstrates deployed ev3 and sapien. 3rd cine showed 2nd sapien passage through the ev3 and 1st sapien however, images of the 2nd sapien positioning and deployment is not available. Cine #4 demonstrates a deployed ev3, sapien #1, and sapien #2 with pigtail catheter moving between the rvot and pulmonary artery aspects of the valve. There is evidence of pulmonic regurgitation (pr) although this may be catheter induced. Cine #5 demonstrates deployed ev3, sapien 1, sapien 2, and melody valve. The angiogram demonstrates no significant pr. Ice image #1 demonstrates ev3 stent with sapien 1. Ice image #2 demonstrates sapien #2 with significant pr, ice #3 demonstrates ev3 stent, sapien #1, sapien #2 with possible non-functioning leaflet and severe pr. Impressions: cine images do not demonstrate valve positioning or deployment. Deployed sapien #1 within the ev3 stent shows significant pr. Sapien #2 valve in valve with apparent non-functioning leaflet with significant pr. Melody valve in valve in valve demonstrates no significant pr. As there were no images of valve positioning or deployment available for review, the etiology of the pr cannot be ascertained.

Manufacturer narrative:
Please, reference related manufacturer device report # 2015691-2012-17673. Per the device instructions for use (IFU) for pulmonic thv procedures, valve regurgitation is a potential risks associated with pulmonic valve replacement and bioprosthetic heart valves. The sapien 23 mm valve is recommended to be used on conduits with a diameter of 19-21 mm, except in patients with a stenotic conduit, in which case the dilated conduit diameter recommended is 21-23 mm. Per report, the right pulmonary artery stenosis appeared to be quite compliant and the narrowest area in the conduit measured between 20-22 mm in diameter. In this particular case, the cause of the pulmonic regurgitation (pr) post deployment of the 23 mm sapien valve cannot be confirmed; however, it was reported that even though the event may have been related to this patient's very unusual anatomy and chest wall deformity. It is possible that patient factors (i.e. Chest anatomy and the borderline size of the landing location) may have caused the stenotic conduit to be less complaint than expected, making it in turn smaller than the recommended diameter for the proper function of a 23 mm sapien. A device history records review of the valve shows that the device met all the specifications prior to its distribution. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.